Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed with accurate readings.

Event description:
The customer reported via phone call that the insulin pump alarmed calibration error and change sensor. His blood glucose level would go from high to low within three seconds of each other. Customer's blood glucose level was 400 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.